Event description:
It was reported that the ilet displayed alert code 38 indicating repeated motor stalls, including after rewinding and priming, and the user continued to receive unable-to-proceed alerts both with new supplies installed and with no supplies in the device. Symptoms included hyperglycemia with a reported blood glucose of 379 mg/dl. Outcomes included use of an alternative subcutaneous insulin regimen and interruption of insulin delivery from the device.

Manufacturer narrative:
Investigation included device troubleshooting with full supply replacement, confirmation of device and shipping details, and arrangement for device replacement and return of the malfunctioning unit for evaluation. Investigation of this case revealed a suspected motor stall malfunction that did not resolve with standard user interventions. It was concluded that the device experienced a motor stall leading to loss of insulin delivery, and a replacement device was provided.